Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) malfunctioned. Starting a year after implant, in (B)(6) 2019, the patient experienced difficulty in recharging and being charged irregularly. The ins status was reportedly ¿unstable¿ which led to early battery discharge. It was further reported that premature battery depletion occurred due to an unstable recharge status during normal use after implant. The patient experienced increased pain from the ¿lack of or unstable stimulation usage.¿ the patient¿s recharger was replaced in an effort to troubleshoot the issue, but the patient was still experiencing an unstable recharge level and stimulation. It was noted the ¿recharge level in the recharge monitor didn¿t seem to sync with that of the patient programmer during the issue.¿ even after a full recharge was shown on the recharger, the ins indicated it was empty. The patient reported ¿no history of exterior impact on the device¿ and noted there was ¿no external factor that might have caused this issue.¿ the ins was replaced as a result of the event and the issue was resolved. There were no further surgical interventions planned or performed; no further complications were reported or anticipated.